Event description:
During a normal device exchange procedure, insulation damage was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient is stable.